Event description:
During a procedure, the device worked for half an hour and the alarm sounded. Second instrument was connected and faled after 30 minutes again. All trubleshooting protocols followed. There was no pt consequence and 30 minutes additional time was added to the procedure.